Manufacturer narrative:
The user experienced a low blood glucose event requiring ems transport and emergency-department evaluation after attempts to self-treat with oral glucose and intranasal glucagon. Review of available information indicates discrepancies between cgm and fingerstick measurements were reported by the user, but no device malfunction has been confirmed. The device has not been returned for evaluation, and a follow-up MDR will be submitted if additional information becomes available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 21-sep-2025 the user reported that on (B)(6) 2025, they experienced hypoglycemia with a bg of 54 mg/dl. The user attempted to treat the low bg with oral glucose and intranasal glucagon before ems arrived. The user was transported to the emergency department for further evaluation and treatment, but no information regarding in-hospital management, discharge timing, or discharge status was provided despite follow-up attempts.